Manufacturer narrative:
(B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr removed and replaced the user interface module (uim) per field service repair manual. After the uim was replaced the ventilator turned on but went inop. Fsr attempted to calibrate xdcr but did not calibrate due to leak in the gas delivery engine (gde). The customer had already ordered a replacement gde. New gde to be installed after shipment arrives. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the user interface module (uim) of avea ventilator is intermittent and it also fails circuit test. Patient involvement is unknown at this time.